Event description:
The customer reported that a latch lever broke causing x2 unit to fall.

Manufacturer narrative:
The customer reported that a latch lever broke causing x2 unit to fall. Note that the latch lever does not hold up the x2 monitor. The customer report is consistent with physical damage outside normal and expected combined with a failure to physically inspect the mount before use as specified in the product labeling (IFU). Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).